Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient has a history of inappropriate shocks. A boston scientific technical services consultant stated there has been noise, small r-waves and sensing issues since implant which resulted in programming challenges. Smart pass had been turned off due to small amplitudes. X-ray identified that sense a is towards the left pectoral muscle; however, it is not used in primary vector. The patient is undergoing dialysis but had been experiencing chronic back pain which kept her from going to her most recent appointment which resulted in hyperkalemia. The consultant communicated to the caller that if potassium levels can be regulated and maintained, the this subcutaneous implantable cardioverter defibrillator (s-ICD) would remain a good solution. However, if the morphology changes are expected to continue, then a transvenous system may be a better option for this patient. No adverse patient effects were reported.